Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparoscopic lobectomy, the surgeon was able to press the green button but unable to squeeze the handle and device did not fire. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.